Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The door/cassette switch failed. Failure was traced to a faulty door switch. The door switch was replaced. A valve actuation test and system air leak test were performed and passed. A pre-accelerated stress test was performed and encountered the m01-17 teach pumps message during the set-up phase. The failure was due to an internal short found on the inverter board. The inverter board was replaced, and the pre-accelerated stress test was performed without any failures or problems. An internal visual inspection of the returned cycler encountered no discrepancies. Upon completion of the evaluation, the m01-17 alarm was confirmed to be due to an internal short on the inverter board.

Event description:
A contact of a peritoneal dialysis (pd) patient reported to technical support (ts) that they received the close cassette door message on their cycler while on the power-up screen. The cassette door was closed. The patient tried rebooting the cycler, but the issue persisted. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the inverter board.